Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, the occlusion was found to be at the site, the site was changed to address the event, and insulin delivery was resumed. Blood glucose was 540 mg/dl which was addressed with a manual injection. Multiple attempts were made by tandem¿s technical support to obtain infusion set manufacturer name; however, no additional information was provided.